Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty interface board. Unable to verify button unresponsive due to missing full segment. No unexpected audio / beep anomalies were noted. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was broken after being dropped on the floor. Customer's blood glucose was 126 mg/dl. Device was beeping and had a blank display. Buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.